Event description:
It was reported six days post implant, the patient presented to the hospital. Interrogation showed loss of rv capture at maximum output and an alert for high pacing lead impedance. Sensing and pacing lead impedance measurements were found normal. X ray and echo analysis did not show any sign of perforation or dislodgement. During repositioning, high capture threshold and lead impedance values were observed. The lead and ICD were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of loss of rv capture and high pli could not be verified in the laboratory. Laboratory testing of the ICD included visual inspection and full evaluation of the electronic circuitry to identify any electrical anomaly. As received, visual inspection identified scratches observed on the ICD can. No other visual anomalies were noted. With test leads and standard loads connected to the ICD. Pacing lead impedance measurements were performed and all measurements were normal. With cardiac simulator connected to the device, the device sensed the test signals successfully without any noise observed on the real-time egm. A test shock (44j) was performed and was successfully completed; the device delivered normal shock output. Additional testing was performed using the automated test equipment (ate) system and all ate test specifications passed.